Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-nov-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the unable to pend the medication to add facility level from pharmacy level. A technical support specialist (tss) checked whether the medication was available at the pharmacy level and verified if it was added under the facility tab. When it was not found, tss added the medication by selecting the facility in the medication approval queue, choosing to add from pis, locating the medication, and adding it to the queue. The medication was then approved and saved under the facility, after which it appeared in the facility formulary and was visible at the pharmacy level. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server unable to pend the medication to add facility level from pharmacy level. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.